Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date: march 22, 2021 - march 23, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not completely diffuse during use of the device. The reporter stated that after 48 hours, a significant volume of the solution remained in the device. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.